Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter was not working. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported allegation of a transmitter not working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.